Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found within specification in relation to the customer reported 'upstream occlusion' which was not reproduced during evaluation. A review of the event history log identified 'upstream occlusion!' Messages. The device was tested at a rate of 40 ml/hour for 15 minutes, and the device was able to detect a forced upstream occlusion during evaluation. The pump was also tested for the upstream occlusion testing on flow line and the device passed the occlusion testing within time specification range. In addition, the upstream water filled and air/ nt readings were all within the specification range based on the service evaluation. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.